Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's spouse reported that they had to reset the time and date after battery change. The customer's blood glucose was 129 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will not be returned for analysis.